Manufacturer narrative:
(B)(4). The information that I've been able to gather- the patient is fine and this issue only added a few minutes to the procedure but I will confirm when he returns from annual leave. Batch # m5356m.

Event description:
It was reported that during a crohns resection procedure; the device was fired. When the device was withdrawn the cartridge had staples left in it. The tissue was examined and only half of the staples had fired and some of the fired staples had only half formed around the tissue. As a result, the tissue remained open instead of closed. The prolonged the case. The tissue was closed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5356m. The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.